Event description:
The customer reported that nine fully charged li-ion batteries are overheating by mid-day and do not power on the platform. This complaint is for autopulse li-ion battery (s/n (B)(4). The leds of this battery show 4 solid green lights. The non-functional battery was swapped out with the spare one and it powered on the platform. The non-functional battery was then taken inside in the ac to let it cool off for about 20 minutes. After 20 minutes, the battery powered on the platform. The issue of the fully charged battery not powering on the platform was observed during patient use as well as during training. It is unknown which battery was used during patient care. Manual CPR started right away when the battery failed to power on the platform during patient use. No impact or consequences to the patient during patient care. Please see the following related MFR reports: MFR# (B)(4) for autopulse li-ion battery s/n 08556 MFR# (B)(4) for autopulse li-ion battery s/n 08517 MFR# (B)(4) for autopulse li-ion battery s/n 11589 MFR# (B)(4) for autopulse li-ion battery s/n (B)(4) MFR# (B)(4) for autopulse li-ion battery s/n (B)(4) MFR# (B)(4) for autopulse li-ion battery s/n (B)(4) MFR# (B)(4) for autopulse li-ion battery s/n (B)(4) MFR# (B)(4) for autopulse li-ion battery s/n (B)(4).

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.